Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the pump¿s black box history showed that power reboot events occurred after a replace battery alarm on (B)(6) 2015. Visual inspection revealed that the battery compartment was cracked below the grip pad. Evidence of moisture contamination was observed behind the display lens. During testing, the pump powered on to a blank display with audio tones functional. The pumps vibratory feature was not functioning on power up. A leak test was performed and a display lens leak was found. The pump case was removed and moisture contamination was found throughout the inside of the pump. The complaint that the pump had no power was not able to be duplicated; however, moisture ingress was confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.